Manufacturer narrative:
Concomitant medical products: 419678 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular undersensing was noted on stored electrograms. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.